Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 164-200 mg/dl. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.